Event description:
It was reported that the user accidentally announced a meal twice, then consumed additional carbohydrates to compensate, after which glucose rose to approximately 400 mg/dl. The ilet algorithm delivered correction doses and glucose returned to target. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included complaint intake review and troubleshooting with user education on proper meal announcement. Investigation of this case revealed use error related to duplicate meal entry with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.